Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a sensor failure which occurred the same day the sensor had been inserted in the abdomen. The patient reported her sensor failed during the evening. She could not remember what the last cgm (continuous glucose monitor) reading was before the failure. The patient attempted to start a new session but she could not concentrate enough to do this herself as she was having trouble focusing and experienced incoherent behavior. The husband and daughter treated the patient with glucose drink and orange juice. There was no bg (blood glucose) nor cgm readings reported. The patient recovered after the treatment and at the time of the report she was stable. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction h2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.